Event description:
It was reported that while the physician was searching the coronary sinus, a pericardial injury occurred. The patient's blood pressure worsened. The patient expired due to multiple thrombi. The physician does not consider the incident to be caused by the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received this report is late due to an administrative error.